Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint , asr revision, asr xl acetabular system (right). Update- added sleeve, hospital, surgeon and reason for revision taken from claim suite dated 18th jan 2013. Reason(s) for revision: pain. Update - june 22, 2017 additional information received from (B)(6), corrected surgery date: (B)(6) 2006 and added stem. This complaint was updated on july 4, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint, asr revision, asr xl acetabular system (right), update- added sleeve, hospital, surgeon and reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: pain. Update - june 22, 2017 additional information received from (B)(6), corrected surgery date: (B)(6) 2006 and added stem. This complaint was updated on july 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.